Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked by the right bottom corner. Check syringe plunger error found in pump event history log. Occlusion and flow test was unable to duplicate the reported problem. The root cause of the reported issue was no found since reported problem cannot be duplicated. Actions were taken to mitigate the reported issue: replaced plunger print circuit board as a preventative measure, parts were over 8 years old. UDI information is unknown.

Event description:
It was reported that the device was showing intermittently error for sensor test. No patient injury was reported.